Manufacturer narrative:
Product ID 3037, serial# (B)(4), implanted: 2014 (B)(6); product type programmer, patient product ID 3889-28, lot# va0esty, implanted: 2014 (B)(6), explanted: 2014 (B)(6); product type lead. (B)(4).

Event description:
It was reported that the patient had experienced pain in the leg caused by the interstim lead in s2 vertebrae. The caller did not know when the leg pain began. The manufacturer's representative stated that he knew of revision previously but did not know who or why the revision would be taking place. Initial lead was placed in s2 in (B)(6) 2014. The lead location was causing discomfort in the patient's leg so the revision monday was to replace the lead with a new one in the s3 vertebrae. When asked if the patient was getting therapy relief with the lead that was placed in s2, the manufacturer's representative stated that he did not think so because, the patient had been reprogrammed by someone in the office several times since (B)(6). The representative stated that he had also worked with the patient but not abnormal reprogramming. The representative did not know when those sessions occurred. At the revision on monday the doctor put a new lead and new generator in. New implantable neurostimulator (ins) was placed just because, they were already revising the system so they could avoid a second surgery in the future. When the representative was programming at the end of the revision the patient was no longer feeling any leg discomfort.